Manufacturer narrative:
(B)(4). Evaluation summary: correction: serious injury changed to malfunction. (B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. The reported deflation difficulty and resistance with the guiding catheter during removal could not be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities for the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation difficulty; however, the reported separation and resistance with the guiding catheter appears to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch, additional reported information indicates that no resistance was noted during removal of the stylet or protective sheath. The device was prepped (air aspiration) outside the anatomy prior to use. The contrast mix was 50/50. The trek was inflated once to 12 atmospheres. Negative pressure was held for 2 or 3 seconds to deflate the balloon. The balloon partially deflated but resistance was noted with the guide catheter during withdrawal. Thus, the balloon was removed as a single unit with the guiding catheter. Reportedly the two balloon pieces were retrieved when the whole system was removed from the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 4x20mm trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion, the balloon was inflated, and the balloon did not deflate. The bdc was withdrawn with resistance and the balloon did not deflate when withdrawn into the guide catheter. The balloon separated into two pieces that could be totally retrieved. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.